Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt's ipg battery depletes after 3-4 days of use. On (B)(6) 2010, the sales rep reported that the pt had been reprogrammed several times but the issue remained. The pt is also unhappy with the amount of coverage. The doctor plans to revise the lead.